Event description:
It was reported that the patient presented to the clinic for a routine follow-up. Upon interrogation, the pulse generator exhibited ventricular loss of capture. The autocapture feature was setup and normal device function resumed. The patient had a history of presyncope.